Event description:
A discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result was obtained on a dimension vista 500 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the original dimension vista 500 system and on an alternate dimension vista 500 system. Higher results, considered correct, were obtained. One of the higher reprocessed results from the original dimension vista 500 system was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed urinary/cerebrospinal fluid protein (ucfp) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. No process errors were observed around the time of the event. Quality control results were within the customer's expected ranges. The dimension vista 500 system and the ucfp assay were performing acceptably. Repeat of the same sample yielded the expected results. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.